Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "underinfusion". According to the customer: "broken infusion pump, shows 210ml given, but 250ml drip bag full. Description: broken infusion pump. Setting the infusion pump to the cordarone bolus dose program sets the correct amount of cordarone to be infused over an hour as prescribed by the doctor. Checking pvk which works fine. After approx. 20 min, the pump alarms about high back pressure but does not see that the "pressure stack" on the pump is full. Turns off and disconnects the tube from the patient and starts again but sees that the pump tries to give fluid but it goes back into the tube again. Open the door and then see that there is air in a part of the unit (approx. 1cm) that sits in the pump. Takes out the unit and knocks the air out of the hose. Temporarily opening the clamp on the unit to let out the last of the air before reconnecting it to the patient. Checking pvk again which works fine. Restarts and according to the display on the pump, it starts to give fluid as it should. The amount of infused liquid on the display corresponds to the time they have been running. The pump then alarms again as usual when there are a few minutes left in the infusion, then I discover that all the liquid in the drip bag remains but it says on the pump that it has been given. Then disconnects the hose from the patient again and starts the pump and it then does the same thing again, the pump calculates that it gives liquid but no liquid comes into the hose. So according to the pump it has given 210ml of liquid but the 250ml drip bag is still full. The pump is taken out of service and a fault is reported in medusa."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 2224 h. 3.1 history inspection: the device history files were read out and analyzed. The history files at 2022-10-05 (specified date of the incident). Inside the history files several upstream and air alarms could be detected. The reason for the alarms could not be clarified. Furthermore, no more anomalies in the history files could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device is in a clean state and no visible damages are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -2,03%. The accuracy of set delivery rate should be: 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. For further investigation, a flow rate measurement according to the technical safety check was performed with the infusomat space line safeset neutrapur from the customer. The deviation from the flowrate measurement was -2%. Accuracy of set delivery rate should be: 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.